Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the device underwent physical stress, chemical stress, and was stored in a poor enviroment. The event can be prevented by following the instructions for use (IFU) which state: operation manual: "important information : please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion section. Reprocessing manual: 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope had black patches on the image, stains on the insertion tube, and possible fluid invasion. Inspection and testing of the returned device found the coating on the connecting tube was peeling and there was dirt on multiple parts that was not cleaned during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to deformation of the electrical connector, the objective lens was discolored, the light guide lens was cracked, the distal end was dirty, the adhesive on the bending section was detached, the bending section rubber had clotting protein, the light guide cover glass had corrosion, the connecting tube was dirty, the image guide protector was dirty, the control unit was dirty, the scope cover was dirty, the grip was dirty, the up/down plate was dirty, the angulation lever was dirty, the forceps channel port had corrosion, the universal cord was dirty, the scope connector had a scratch, bending in the up/down directions were out of standard, the image had shadows, the switches did not work due to wear of the switch box, there was no electrical continuity due to corrosion on the distal end, the light guide bundle had breakage, and the connecting tube had the coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.